Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 1100 mg/dl at the time of hospitalization. Another check of the blood glucose reading during the emergency room visit was 758 mg/dl. The customer's wife stated that he was treated for 2 days via insulin drip at the hospital and the issue was corrected. She noted that the hospital seemed to think that the issue was with the insulin pump. The customer's wife reported that the customer was just discharged from the hospital with a blood glucose reading of 578 mg/dl in the morning. She stated that the insulin pump had alarmed no delivery, and the customer declined troubleshooting for the issue. He also declined return of the infusion set and reservoir for analysis. Advised the customer to perform a complete infusion set change as soon as possible and to call when the alarm occurs. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.